Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported pain around (B)(6) 2017 in left knee. Couldn't stand up, move leg, and needed help to walk.

Manufacturer narrative:
Additional devices added to this report after submission of the initial report. At this time it is unknown if any of the listed devices caused or contributed to the patients' experience. Triathlon prim tib baseplate - cemented; catalog: 5520-b-400; lot: umei. Triathlon cr fem comp #4 l-cem; catalog: 5510f401; lot:sb3mf. Triathlon asym patella a35x10; catalog: 5551l350; lot:lcc060. Simplex p with tobramycin 1 pack; catalog: 6197-9-001; lot:mln044. An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other similar events for the reported lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because insufficient information was provided. Further information such as the return of device, progress notes, operative reports, patient history, pathology report & follow-up notes are needed to investigate this event further. Furthermore, product recall verification response confirmed that none of the reported devices were part of the recall. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported pain around (B)(6) 2017 in left knee. Couldn't stand up, move leg, and needed help to walk. Update: patient called september 27, 2017 and stated that her knee problems are starting to affect a previous back problem she had. Patient stated that since her knees have been bothering her, it is now causing back problems. Update: patient called on 11/3/2017 and she stated that her left knee buckled and she fell on (B)(6) 2017. Experiencing pain.